Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they went to the emergency room monday or tuesday they don't remember. They got bacteria real bad and have a urine infection. They got really bad and were very swollen, diarrhea, and throwing up. The patient can't get a hold of their doctor. Since friday or monday of last week they had not had a bowel movement. The day they went to the emergency room before they went they had diarrhea 7 times. Patient has an appointment on tuesday with the physicians assistant. Patient had a foley catheter in. Patient wanted the stimulator taken out. Patient doesn't want the stimulator anymore. It is not helping them like they told them it would. On the call the patient wanted to turn the therapy off. When trying to walk the caller through shutting off the stimulation the call got disconnected. Tried calling the patient back and the call would not go through.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.